Event description:
We received the following info from a third party. Pt with an admitting diagnosis of pneumonia underwent a CT scan of the chest with intravenous contrast to rule out a pulmonary embolism. The contrast was delivered at an injection rate of 3.3 mls/sec. The injector was programmed to deliver 85 mls of contrast through an IV that was placed in the pt's left hand. The technologist noted that a small amount of contrast was visualized on the final images. Less than 50 mls of contrast had extravasated into the pt's left hand. Post-procedure, the pt underwent a fasciotomy of the affected area for compartment syndrome. The pt is reportedly in stable condition.

Manufacturer narrative:
The customer has declined additional applications training and a medrad system service check of the injector.